Event description:
The bipolar forceps instrument was returned for evaluation and repair. The analyst reported that during evaluation ¿the black plastic part is burnt at the connection.¿ there was no report of user/patient impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The instruments were returned and evaluated by the quality engineering team. ¿the black plastic part is burnt at the connection. The forceps are very dirty. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It probably comes from a defect of cleaning or of drying of the instrument.¿